Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a skin reaction with itching, redness, swelling, and signs of infection at the needle insertion site. Symptoms began two days after sensor insertion in the arm. After removing the sensor, the patient observed worsening redness and irritation, with the area becoming increasingly swollen, warm to the touch, and painful. The erythema extended beyond the patch perimeter, and a raised area developed that began draining pus. As symptoms progressed, the patient sought medical evaluation on (B)(6) 2026, where he was diagnosed with a localized skin infection and prescribed an oral antibiotic (brand name not recalled), four times daily for 14 days. No incision or drainage procedure was performed. Despite starting treatment, the infection continued to worsen over the weekend. The affected area expanded beyond the original insertion site, forming two distinct regions of infection: one at the original site and another adjacent area where the infection had spread. The patient reported swelling extending across the arm toward the elbow in a ring-like pattern, accompanied by significant inflammation. He expressed concern given his history of coronary artery bypass grafting (CABG) in october of the previous year and the potential risk of further complications. The patient also reported having visited the same doctor on (B)(6) 2026 for a similar reaction that occurred on (B)(6) 2026 with a different sensor. During that earlier visit, he was prescribed the same medication; however, the condition worsened, prompting him to seek care from another provider. On (B)(6) 2026, the patient presented to the emergency department and was diagnosed with cellulitis. He was prescribed cephalexin 500 mg four times daily for 14 days and doxycycline 100 mg twice daily through (B)(6) 2026. At the time of reporting, the patient noted only slight improvement, with persistent swelling. No additional diagnostic procedures were performed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).